Event description:
The customer was hospitalized with high blood sugars. Troubleshooting indicated the device was functioning properly. Recommended changing the infusion set and rotating the infusion site.